Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath that was selected for use exhibited air ingress. While vacuuming the faradrive sheath, air bubbles were visualized entering the sheath. The physician believed that this was likely due to the sheath valve. No patient complications were reported.